Event description:
It was reported via literature article that post procedural thrombi occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination six (6) weeks post index procedure, transesophageal echocardiography (tee) identified multiple, large, mobile thrombi on the surface of the closure device. A heparin infusion was administered. The patient underwent surgical removal of the thrombi and closure device and the laa was surgically ligated. Three (3) months post explant and ligation procedure, the patient was instructed to discontinue warfarin and begin aspirin and clopidogrel.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown. S. Walkin, k. Patel, a. Moustafa, et al., left atrial appendage closure device thrombosis despite therapeutic anticoagulation with rivaroxaban, cardiovascular revascularization medicine, https://doi.org/10.1016/j.carrev.2023.04.018.